Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis. Visual inspection showed the tamper seal was removed/broken, the right plunger case was cracked, the size pot pin was broken off. Noisy operation during the 300 ml/hr occlusion testing was observed. Review of the event history log (ehl) showed occurrences of both an "acu watchdog" and a "primary audible alarm post" error. Functional testing involved starting the pump as well as flow and occlusion tests. The investigation was not able to duplicate or determine the cause of the reported issue. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump displayed "watchdog timer error" and "post audible alarm." No adverse patient effects were reported.